Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the caller that the patient's "upper lead" was "frayed betweeen collarbone and rib" and that it was draining the battery. The right ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.